Event description:
It was reported that an intraocular lens (iol) is planned to be removed from the patient's right eye due to very bothersome glare/halos. Further follow-up confirmed that the iol was explanted and replaced with diu150, 17.0d. No incision enlargement, no vitrectomy and no sutures done. No patient post-explant injuries, patient fine post-op. Product already returned to us yesterday. No other information was provided.

Manufacturer narrative:
Section a5: ethnicity: unknown/ not provided. Asku. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr 19, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. No handpiece was received for evaluation. The complaint lens was received cut into pieces. No issues that would have contributed to the complaint event were identified. The complaint issues were not confirmed. The other observed issue during product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.